Manufacturer narrative:
UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: wang et al: comparison of high-viscosity cement vertebroplasty and balloon kyphoplasty for the treatment of osteoporotic vertebral compression fractures. Pain physician 2015; 18:e187-e194 &#63497;issn 2150-1149 china. N=9 cement leakage.